Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that the patient would be having their vns therapy system explanted related to "lack of efficacy." No diagnostics to confirm device function have been received from the treating physician despite good faith attempts that have been made. The explanted products are at cyberonics pending completion of product analysis.